Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) "sealant had a fault." Significant resistance was encountered while shuttling down. The product was stored as instructed per labeling. The vcd was being used for arterial closure following an interventional coronary procedure. The mynx vcd was prepped according to the instructions for use (IFU). Unusual force was not applied when retracting the sheath. Manual compression for less than 30 minutes was applied to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1732604 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are warned to not use if components or packaging appear to be damaged or defective. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) "sealant had a fault". Significant resistance was encountered while shuttling down. The product was stored as instructed per labeling. The vcd was being used for arterial closure following an interventional coronary procedure. The mynx vcd was prepped according to IFU instructions. Unusual force was not applied when retracting the sheath. Manual compression for less than 30 minutes was applied to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will not be returned for analysis.